Manufacturer narrative:
The fenestrated bipolar forceps has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci assisted colon resection procedure, the fenestrated bipolar forceps instrument experienced damage at the junction of the tips and the carbon part; a fragment fell into the patient and was retrieved during the same procedure. During a call with technical support, the customer reported that the instrument was not able to be removed from universal surgical manipulator (usm) 2 and the instrument jaw was bent. Technical support recommended removing the instrument and cannula together which reportedly worked. Technical support did not find any related errors to this event in the system logs. The procedure was continued as planned with a delay of greater than 30 minutes.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received and failure analysis found the instrument to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 1.07 mm x 0.55mm was missing and not returned. Components adjacent to this broken main tube did not show damage. Additional information: the procedure date was confirmed for a colon surgery. It is unknown what caused the fragment to fall. The fragment was retrieved from the port by the assistant and was confirmed to be retrieved by a wash with saline solution. The procedure was completed robotically. No injury was reported. No additional surgical procedure was required, and no post-operative test was performed. It was unknown if the patient had returned to the hospital due to any post-surgical complications.

Event description:
Refer to h11 for follow-up information.